Manufacturer narrative:
It was reported that the event is not related to the device. This device is not serious injury reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure name of initial surgical procedure ((B)(6) 2018)? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Product code and lot #. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Date - time of onset of pelvic infection from the initial surgical procedure? Were cultures performed? Results? What medical and/or surgical intervention was performed? Results? How was the pelvic infection resolved? Was any deficiency or anomaly of the product? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient, who participated in the clinical study, underwent an unknown procedure on (B)(6) 2018 and the absorbable adhesive barrier was used. The patient experienced a post-operative pelvic infection with moderate severity and medical and surgical treatment is needed to avoid permanent injury. As reported, it is definitely related to phase 1 surgery. The outcome was resolved: healed without sequela. Additional information has been requested.